Event description:
It was reported that the pump failed a downstream occlusion calibration.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. The event history log was reviewed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue was due to a downstream occlusion (dso) sensor issue. The dso sensor was replaced, and the device then passed all testing.